Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3), the elecsys ft4 ii assay (ft4), and the elecsys tsh assay (tsh) on a cobas e 411 immunoassay analyzer (e411). The customer complained of the discrepancy between the e411 ft3 results and the ft3 result from an architect analyzer. This medwatch will apply to the ft3 assay. Please refer to the medwatch with (B)(6) for information related to the ft4 assay and refer to the medwatch with (B)(6) for information related to the tsh assay. A sample from the patient was initially tested for ft3 and ft4 on the e411 analyzer. The physician did not believe the ft3 result, so he asked for a repeat of all the tests on the e411 analyzer. The customer repeated the sample on the e411 analyzer and also repeated the sample in a different laboratory using the architect analyzer. No adverse events were alleged to have occurred with the patient. Quality controls tested on the e411 analyzer were within acceptable ranges. No abnormalities were observed with calibration or controls. The e411 analyzer serial number was (B)(4). Based on the calibration and control data, a general reagent issue can most likely be excluded. A sample from the patient was not available, so no further investigation was possible. An interfering factor may be present in the sample, which affects either the measurements of the e411 analyzer or architect analyzer.